Event description:
It was reported that the patient received multiple inappropriate shocks on different episodes due to oversensing of myopotential noise. The patient was using a drill and painting during these shocks. Boston scientific technical services (ts) was consulted to review the electrograms. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received multiple inappropriate shocks on different episodes due to oversensing of myopotential noise. The patient was using a drill and painting during these shocks. Boston scientific technical services (ts) was consulted to review the electrograms. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported. Additional information was received that ts reviewed the electrograms and x-rays. Per ts evaluation, the x-ray shows suboptimal system placement. Ts noted that the fact of high myopotential sensing and low amplitudes indicates there could be a space to improve system placement. The tip of the electrode is pointing towards pectoral muscle what can be a source of myopotential noise. It was further noted that the device is well located towards the heart shade, but due to the x-ray position ts was unable to determine if the can is rather posterior or anterior or middle axillary line. Ts suggested additional x-ray views and screening testing. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient received another shock and review by ts was requested. Upon review, ts noted the episode had a very low signal component in addition to myopotential oversensing. The first shock was inappropriate and also induced a ventricular tachyarrhythmia which was converted via a second shock. Ts discussed performing additional testing and another automatic screening tool using different positions of the lead and none of the positions improved the r-wave amplitude. The physician noted that the s-ICD would be explanted. At this time the device and electrode remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient received multiple inappropriate shocks on different episodes due to oversensing of myopotential noise. The patient was using a drill and painting during these shocks. Boston scientific technical services (ts) was consulted to review the electrograms. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported. Additional information was received that ts reviewed the electrograms and x-rays. Per ts evaluation, the x-ray shows suboptimal system placement. Ts noted that the fact of high myopotential sensing and low amplitudes indicates there could be a space to improve system placement. The tip of the electrode is pointing towards pectoral muscle what can be a source of myopotential noise. It was further noted that the device is well located towards the heart shade, but due to the x-ray position ts was unable to determine if the can is rather posterior or anterior or middle axillary line. Ts suggested additional x-ray views and screening testing. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.